Manufacturer narrative:
The issue was discovered during installation and commissioning. Per the manufacturer's subsidiary, the batteries were charged for 24 hours but were not storing any charge when alternating current (ac) power was disconnected.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were charging fully but not capable to store the charge. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be verified. Per the manufacturer's subsidiary, the end-user charged the heart lung machine (hlm) for 24 hours, but it did not store any charge in the batteries when the alternating current (ac) power was disconnected. No part will be returned for evaluation at this time, the distributor may be disposing the batteries locally. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.